Event description:
I used renu contact lens cleanser, saline solution from june 1, 2005 through november 15, 2005. I was treated by doctors and diagnosed with a fungal infection, fusarium keratitis. I am presently recovering from a corneal transplant to my left eye as a result of the fungal infection. The vision in my left was impaired by more than 90%.